Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Battery power error due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error and unexpected battery loss over a few months now. The customer's blood glucose at the time of incident was unknown. Customer stated he was not calling back. The pump is operating on the aa batter only. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. The insulin pump will be replaced and returned for analysis.